Event description:
The customer reported approximately 2 ml of diluent and cleaner leaked from a coulter hmx hematology analyzer with autoloader while the instrument was processing samples. The leak occurred on the right side of the instrument and was not contained within the instrument. The instrument operator was wearing gloves, a lab coat, and eyeglasses at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse observed isoton or cleaner leaking from disconnected tubing at quick disconnect qd5. The tubing was reconnected to resolve the leak. The instrument was verified to meet specified requirements per established procedures. (B)(4).